Event description:
It was reported that the patient was experiencing inadequate relief. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50 , serial: (B)(4), batch: (B)(4).